Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02119. It was reported the patient could not go into MRI mode. Diagnostics indicated high impedances. In turn, surgical intervention may be pending.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.